Manufacturer narrative:
The catheter was connected to an inflation unit and failed right into the treatment phase. A leak was seen coming from the distal end of the balloon.

Event description:
It was reported to boston scientific (bsc) on 12/04/06 that a customer had an issue with a bsc polarcath. According to the customer "the balloon ruptured inside the pt upon inflation. They were able to continue the procedure, area was dilated enough." There were no pt complications.